Manufacturer narrative:
(B)(4). This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The envelope seal is intact. The circular seal is intact. The top part of the cannula broke off from the cannula. There is evidence of damage to the tabs replication of the observed damage may occur as a result of rough handling of the device. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
Reference number: (B)(4).

Event description:
The trocar fractured when puncturing. Additional information has been requested but not yet received.